Event description:
It was reported that during a follow up, fluoroscopy revealed externalized conductors. Electrical characteristics are normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.